Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 13.7-13.9cm from the connector pin and at 37.5-37.7cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
It was reported that an asymptomatic patient presented with increased capture threshold and increase in pacing lead impedance. Patient was asymptomatic. The decision was made to explant the lead during a device change out for eri.